Manufacturer narrative:
Additional information was received. The results of the provided information were provided. The DHR check could not be performed as the lot number was not available. An e-mail requesting missing device data information was sent on (B)(6) 2017 . At (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. No trend analysis could be performed as no item number(s) is/are available. It was reported in a journal article that four patients experienced postoperative periprosthetic fracture. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. No product documentation was reviewed for investigation. Periprosthetic bone fracture cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issue reported are listed in dfmea. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, anexact root cause cannot be determined. The only available information is that four patients experienced periprosthetic bone fracture after implantation. Neither x-rays, operative notes, office visit notes, nor devices or photographs were received. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Possible reasons leading to the reported failure include surgeon being unfamiliar with implantation technique and wrong handling of the device. However, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. (B)(4) consider this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown zweymuller stem hip implant(catalogue number unknown) on an unknown side (exact date not reported). Patient had periprosthetic fracture.